Manufacturer narrative:
(B)(4).

Event description:
Customer was treated with intravenous fluid.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic keto acidosis on (B)(6) 2018 with blood glucose level was 500 mg/dl. Customer experienced symptoms such as vomiting. The customer stated the other blood glucose was 439 mg/dl, 130 mg/dl. The customer was treated with intravenous insulin and manual injection. Customer had using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed delivery accuracy test at 0.08720 inches. No delivery anomalies noted. Unit received with scratched case, pillowing keypad overlay and cracked retainer. The p-cap does lock properly. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.